Manufacturer narrative:
The investigation was based on the description of event and the analysis of the logfile. The logfile has revealed that the device has performed a restart (reset) at the time of the event in order to solve a technical deviation within the electronic system. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 sec savina continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. There was no patient injury reported. In this case the savina 300 reacted as specified and posted an audible and visible high priority alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the staff was performing suctioning and pressed the alarm silence key, the unit had then alarmed and the screen had gone blank and then displayed "device failure". There was no patient injury reported.